Event description:
I had a groshong port-a-cath that corroded in my chest and broke apart. A part went into my heart that was removed but I also am living with a part in my jugular vein that the doctors are not able to remove.